Manufacturer narrative:
Since being notified of the event, aga medical has requested additional information from the physician. As of the filing of this report, no additional information has been received by aga medical. See MFR. Report # 2135147-2006-00068 for the first amplatzer septal occluder that was involved in this incident.

Event description:
The implanting physician was being proctored in 2005. The proctor left and the site implanted a male with two devices. Recently, the proctor was notified that this patient was doing some heavy lifting and had chest pain. The patient went to the ER and was seen by surgeons and then taken to the or without having an echo completed. The patient expired in the or. Post-procedure autopsy revealed a pericardial effusion and a small opening in the ascending aorta. The devices did not appear to be near the aorta and it did not look like there was erosion.